Event description:
Info received indicates the brake is locking but the casters continue to ratchet.

Manufacturer narrative:
The tech isolated the issue to worn casters. He replaced the four casters to repair the bed.